Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp) due to the device inflating but slowly deflating on its own to about 30-40% inflation. A replacement surgery was performed in which the existing device was removed and a new ipp was implanted. The patient did not experience any further complications. No more information available at the moment. Should additional information become available, it will be provided.

Manufacturer narrative:
B5, h2, h3, h6, h10 updated. Model number/catalog number 72404155, lot number 1000025807 model/catalog description: reservoir 65 ml pc/iz.

Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp) due to the device inflating but slowly deflating on its own to about 30-40% inflation. A replacement surgery was performed in which the existing device was removed and a new ipp was implanted. The patient did not experience any further complications. No more information available at the moment. Should additional information become available, it will be provided. Additional information received indicated patient dissatisfaction was also a reason for revision. It was further reported that the patient did not experience any adverse events and was said to be good after the procedure.

Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp) due to the device inflating but slowly deflating on its own to about 30-40% inflation. A replacement surgery was performed in which the existing device was removed and a new ipp was implanted. The patient did not experience any further complications. No more information available at the moment. Should additional information become available, it will be provided. Additional information received indicated patient dissatisfaction was also a reason for revision. It was further reported that the patient did not experience any adverse events and was said to be good after the procedure.

Manufacturer narrative:
E2, h2, h3, h6, h10 updated. Product investigation completed. Product analysis confirmed the reported inflation/deflation issue based on the identification of leaks in both cylinders attributed to fatigue and wear from an undetermined source. These fluid leaks would directly affect the overall functionality of the device and therefore confirm the reported events related to inflation/deflation. Product analysis is unable to confirm the reported "patient dissatisfaction" allegation. Based on the results of this investigation, no escalation is required. B5, h2, h3, h6, h10 updated. Model number/catalog number 72404155 serial number null batch/lot number 1000025807 model/catalog description reservoir 65 ml pc/iz.